Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the right ventricular lead was implanted into the right position but the patient developed pneumothorax. The physician elected to terminate the procedure. The patient was noted to be stable post surgery.